Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected power loss replace battery now alarm. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. Customer reported that replaced battery about 2 weeks ago and this morning battery alarm went off so I replaced it and its going off again and so customer don't know what the issue is. Customer reported that this is the second occurrence of replace battery now without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.